Manufacturer narrative:
Updated information: d9 device return date. Additional information provided states: after the purge process was complete with the initial set up of the pump with the aic, the screen went straight to the placement screen versus the normal impella start screen.

Manufacturer narrative:
This MDR is submitted to correct information previously reported in b5 (event description), d4 (serial number and primary UDI number) and h6 (medical device problem code). Priming problem (a1414) has been removed from this report.

Event description:
The investigation revealed the purge cassette to have a connection issue beyond the priming issue the medical team presumed to have occurred. The air was in the purge cassette line and the connection between the purge cassette line and the purge spike (both parts of the purge cassette) was loose.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 the cause of the pump start issues was not determined due to no defect found on the returned product, no data logs recovered, and insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Updated information: d3 MFR fax number added.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery access site to support the 82 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock. Prior to the pump placement the patient was supported by a vent for respiratory needs, other medical history was not shared. When the case support was started there was an air in purge/priming failure and alarm. The team made decision to remove and replace the pump due to the failure. The new pump was placed without harm or injury noted from any delay. The patient did expire on the 2nd pump support. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.